Event description:
The patient had a 20mm amplatzer septal occluder placed in an asd with deficient inferior margin and supravalvar mitral ring. The device displaced above the mitral annulus. The patient had stable hemodynamics, but the physician thought it was unsafe to attempt transcatheter removal. The patient was taken to the o.r. For surgical removal of the device and repair of the defect. The patient tolerated the procedure well.